Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. A serial number for the hl20 or the bubble sensor was not provided. The date of manufacture could not be determined without the serial number. Reference: (B)(4) and (B)(4).

Event description:
On (B)(6) 2012, (B)(6) hospital contacted the maquet customer representative to report that they have been having issues with the bsc 20-500 bubble sensor (article number: 70101.0858, serial number: unknown) attached to the hl20. The customer reported that the bubble sensor will sometimes be set up on a unit and when the unit is turned on the sensor alarm will be activated and not be able to be reset. Or the bubble sensor will alarm, and when the reset is activated the alarm value will change but will not clear. The override button must be pushed to clear the alarm. Or, at other times when the alarm reset is activated the alarm bars will decrease from both ends of the sensor and leave two bars in the center and then freeze. This is happening intermittently and is only happening when the customer is using 1/4" tubing, but not with 3/8" tubing. There was no specific event date provided. Reference: (B)(4) and (B)(4).